Event description:
It was reported by service report that the footend brakes are not holding and the right yellow latch handle was broken with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake pin tube guide, yellow latch handle.